Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m91c3g. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap robotic prostatectomy, the I-blade broke off when cutting the ligament of prostatic gland. All pieces were retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1-27-2016 summary from review of surgical dvd provided: observations: this is a video of an enseal® trio 3mm curve tip, 45cm (etrio345h) transecting the ligament of prostatic gland. During this transection, the top flange of the I-blade on the etrio345h broke off. The top flange of the I-blade was retrieved from the patient and no pieces were left inside the patient. Comments: the surgeon¿s technique with the etrio345h device during the surgery observed was not consistent with the recommended steps for use. After review of the video, an excessive amount of tissue was seen located in the proximal portion of the jaws during the transections. Based on observable tissue effects, the I-blade was advanced prior to the tissue collapsing during coagulation as recommended in the operation / transection section of the instructions for use (IFU) for etrio345h. Furthermore, it is believed that because the tissue did not collapse, excessive force was required to close the jaws and advance the I-blade. The grasping section of the IFU states that if the tissue treated requires excessive force, do not use the device. Excessive force applied during transection causes increased stresses to both the I-blade and jaws of the device which lead to separation or damage of components. Conclusion: based on the video evidence of the subject etrio345h device firing, the event description was confirmed. The I-blade was broken due to an abusive loading situation. Following the recommended steps for use listed in the instructions for use of the etrio345h will help to prevent damaging the I-blade and / jaws of the device in the future.